Event description:
It was reported that during a coronary stent procedure of a highly calcified mid rca lesion, the stent dislodged. The physician had attempted to advance the 4.5x20mm express2 stent into highly calcified mid rca lesion and the stent dislodged proximal to the lesion site. The physician removed the delivery device and inserted a 2.5x20mm maverick balloon catheter, this balloon was inflated and removed. The physician then inserted and dilated with a 4.5x15mm maverick balloon catheter inside the stent. The physician went back to the target lesion and placed a 4.0 vision stent.